Manufacturer narrative:
The patient was born in 1991. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset of the event. The patient was treated with unspecified antibiotics (dose, route and frequency were not reported). Twenty days after the event onset, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the event. Dianeal therapies were ongoing. No additional information was provided because the reporter declined follow up.